Event description:
Information was received from a consumer regarding a patient who had been receiving fentanyl via an implantable pump. The indication for use was spinal pain indications. The patient called and while the agent was attempting to pull up the patient¿s information the patient became escalated, and their pump is broken and doesn't work anymore. The patient stated they just need to know how to have the pump explanted. Per the patient, since the pump has been empty, they have been in less pain and no longer want it implanted. The patient stated when the pump was being filled, they had fentanyl in the pump. The patient stated they have not seen a doctor in a long time and do not have someone. When the agent inquired about the event date of how long they've felt that they did not want or need the pump anymore, the patient stated it's probably been 6 months. The agent sent physician listing as requested by patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.